Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a solicited report by a nurse from (B)(4) of cloudy effluent and aseptic peritonitis in a (B)(6) male patient coincident with extraneal viaflex, physioneal (no lot numbers were reported) and nutrineal from castlebar therapies. On an unreported date, the patient began treatment with extraneal (1 bag, qpm, ip), physioneal (1bag, qam, ip) (no lot numbers for either the extraneal or physioneal) and nutrineal (one bag, at noon, ip) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced aseptic peritonitis and was hospitalized. The patient received corrective treatment with gentamycin and rocephine ip until (B)(6) 2011. On (B)(6) 2011, the patient was discharged from the hospital and the peritoneal "effluents" were clear so the aseptic peritonitis was considered recovered. On (B)(6) 2011, the patient experienced cloudy effluent. The nutrineal bag was the cloudy bag. The patient was not hospitalized. The nutrineal therapy was discontinued; the extraneal and physioneal therapy were ongoing. The event of aseptic peritonitis was recovered but the event of cloudy effluent was not recovered. The nurse believed that the event of aseptic peritonitis and cloudy effluent were possibly related to the extraneal, physioneal and nutrineal therapies.